Event description:
Medical staff reported ruptured device was discovered during explant surgery. This relates to the left device. Device has been replaced with non-allergan device. Healthcare professional additionally stated "thickened capsule, ruptured implant, empties of 100ml seroma."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and thickened capsule, empties of 100ml seroma.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Medical staff reported ruptured device was discovered during explant surgery. This relates to the left device. Device has been replaced with non-allergan device. Healthcare professional additionally stated "thickened capsule, ruptured implant, empties of 100ml seroma."